Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery procedure using an atherectomy hawkone device in the mid right common iliac artery, moderate resistance was encountered when advancing the device in the setting of severe tortuosity and a steep bifurcation. It was further reported that the device tip was damaged and detached during the procedure in vivo. It was also reported that the device may have been loaded incorrectly; when asked, the physician stated this was a possibility but was unsure. The detached tip was removed by snaring, and the device was safely removed from the patient. The procedure was aborted. The patient was reported to be alive with no injury and no health consequences or impact. No patient complications have been reported as a result of this event.